Event description:
As reported by customer, during preparation for an angiographic procedure, a leak was noted between the manifold and the line for contrast media. When aspirated with a syringe, air went into the manifold. There was no injection of air into a patient. The used device has been returned for evaluation.

Manufacturer narrative:
Although the used manifold has been returned to the manufacturer, the device has not been tested/examined, therefore a failure analysis is not yet available. Upon examination of the device/completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.